Event description:
It was reported the patient's leads had migrated. Surgical intervention may occur later to address the issue. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates surgical intervention took place where leads were explanted and replaced. Related manufacturer reference number: 3006705815-2023-01235, 3006705815-2022-18603.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.